Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), device dislocation ('migration of essure device') and pelvic pain ('pelvic pain/pain') in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". In (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines / headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), autoimmune disorder ("autoimmune disorder type of disorder:"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain/abdominal pain"), abdominal pain lower ("severe cramping") and abscess ("abscess"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes), hysterectomy full, salpingectomy (bilateral removal of fallopian tubes), and hysterecyomy full, salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, autoimmune disorder, vulvovaginal pain, abdominal pain lower, migraine and abscess outcome was unknown and the pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, abscess, autoimmune disorder, device dislocation, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6) 2020: pfs received new reporter information and new event abscess was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), device dislocation ('migration of essure device'), pelvic pain ('pelvic pain/pain') and autoimmune disorder ('autoimmune disorder type of disorder:') in a 39-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". In (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines / headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital hemorrhage ("heavy abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain/abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes), hysterectomy full, salpingectomy (bilateral removal of fallopian tubes), and hysterecyomy full, salpingectomy (bilateral removal of fallopian tubes). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, genital hemorrhage, autoimmune disorder, vulvovaginal pain, abdominal pain lower and migraine outcome was unknown and the pelvic pain, abdominal pain, vaginal hemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, device dislocation, fallopian tube perforation, genital hemorrhage, menorrhagia, migraine, pelvic pain, vaginal hemorrhage and vulvovaginal pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), device dislocation ('migration of essure device'), pelvic pain ('pelvic pain/pain') and autoimmune disorder ('autoimmune disorder type of disorder:') in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". In (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"), menorrhagia ("abnormal bleeding vaginal, menorrhagia") and migraine ("migraines / headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain/abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes), hysterectomy full, salpingectomy (bilateral removal of fallopian tubes), and hysterectomy full, salpingectomy bilateral removal of fallopian tubes). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, autoimmune disorder, vulvovaginal pain, abdominal pain lower and migraine outcome was unknown and the pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, device dislocation, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 29-jan-2020: plaintiff fact sheet received. Events added from pfs- migraines / headaches, did not undergo confirmation test. Onset date of event menorrhagia, vaginal haemorrhage, pelvic pain were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2018 forced to undergo one or more surgeries to remove one or more of the essure coils.). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), device dislocation ('migration of essure device'), pelvic pain ('pelvic pain/pain'), genital haemorrhage ('heavy abnormal bleeding') and autoimmune disorder ('autoimmune disorder type of disorder:') in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain/abdominal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes), hysterectomy full, salpingectomy (bilateral removal of fallopian tubes), and hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, autoimmune disorder, vulvovaginal pain and abdominal pain lower outcome was unknown and the pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, device dislocation, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 31-may-2019: pfs received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder, migration of essure device:, perforation (fallopian tube(s)) were added. Outcome of abnormal bleeding (vaginal, menorrhagia), pelvic pain, abdominal pain were updated. Essure removal surgery was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.